Event description:
As per the hosp personnel, the ocs vertical arm fell from the horizontal arm. The head hung low enough to hit the tech in the back of the head. Called the hosp and verified that the tech is okay and that no injury occurred.